Event description:
Lab received a new shipment of hematology controls which are used in the hematology analyzer (a device which measures the hematology values of a human blood sample). The lab received a box containing 18 glass vials, each vial is a two ml vial. There are 6 vials of the "low" control, 6 vials of the "normal" control, and 6 vials of the "high" control. A very small amount of blood from each vial is used in the hematology analyzer each time a control is performed. Pt reported that there are clots in these vials which subsequently affect the accuracy of the blood values. Rptr stated that they kept calling the mfg and was told on one occasion that they would send another box, however, the box bore the same lot code as the one in question. On another occasion, rptr was told that they would not have a different lot number to distribute until 3 mos later. The lab received a "product advisory notice". Rptr has been dealing with the inconsistency problem by running a blood sample ten times and then taking it to another lab for verification.